Manufacturer narrative:
(B)(4). Batch # r58x7e. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the orange drivers and some staples are out of the pockets. The metal tray surrounding the reload is bent as well. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r58v3t. Both right proximal pan hooks were disengaged with no visible damage to the pan. Upon removal of the pan, all left double were present and in position. Seven right double drivers were missing. All staples were present and the sled was in the proximal position and intact. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).